Manufacturer narrative:
Na

Event description:
It was reported that "the surgeon implanted xia pedicle screws and rods in 2008. When the patient returned for post-op xrays at about one month later, the surgeon noticed the rod at the top of the construct on the patient's left side had slipped out, resulting in loss of correction. The locking cap is still in place in the screw head, but the rod backed its way out." The patient is asymptomatic, and if he stays this way, the surgeon might leave the construct as is."